Event description:
On 06/06/1997, the manufacturer received a response to a device tracking polling letter from the patient's son which states that the device didn't work and that nothing works against cancer. The patient reportedly expired about one month ago (05/97). The patient's son would not provide his name.